Manufacturer narrative:
The technician calibrated the bed sensors to repair the bed.

Event description:
Information received indicates the chair mode and CPR are not working. The bed would not level flat when in CPR.